Manufacturer narrative:
Siemens was notified that the customer obtained discordant results for multiple assays on an advia centaur xpt instrument. Quality control (qc) recoveries were acceptable prior to the discordant results. A service specialist was dispatched to the customer's site. The service specialist observed a split in the sample probe tubing and replaced the tubing. Then, the service specialist ran qcs, which passed. The cause of the discordant results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2019-00228 and the associated supplemental MDR were filed for the same issue.

Event description:
A discordant, falsely low alpha-fetoprotein (afp) result was obtained on a patient sample, discordant, falsely low carcinoembryonic antigen (cea) results were obtained six (6) patient samples, a discordant, falsely elevated cea result was obtained on a patient sample, and discordant, falsely low prolactin (prl) results were obtained on two (2) patient samples on an advia centaur xpt instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate non-siemens instrument and an alternate advia centaur xpt instrument. The customer did not provide the results obtained on the non-siemens instrument. The repeat results (obtained on the alternate advia centaur xpt instrument) were considered correct, but it is unknown whether the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2019-00245 on 19-jul-2019. Additional information (23-jul-2019): siemens further investigated the issue and determined that lack of sample aspiration, due to the split in the tubing to the sample probe assembly, potentially contributed to the discordant results. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2019-00228_s2 was filed for the same issue.